Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump did not deliver a bolus. The customer received was bolus not delivered as the message states bolus entry timed out before delivery. The customer's blood glucose level was unknown at the time of the incident. The customer's call was dropped and no further information was provided.